Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegations were confirmed. The device evaluation found the video connector socket was deformed and the "release 1" plug found damaged (found during removal of the plugged accessory).  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit had an e116 error code with a restart instrument message, and loss of image. The issue was found during a therapeutic surgical procedure that was completed using a similar device without consequences on the procedure or the patient. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty circuit board. Olympus will continue to monitor field performance for this device.